Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 48 mg/dl at the time of incident. The customer did not experience any symptoms related to low blood glucose level. Customer was treated with grapefruit juice for low blood event. Customer stated that there was blood on site. The insulin pump will not be returned for analysis.